Manufacturer narrative:
Product analysis: analysis could not confirm the customer's comments that the external pulse generator (epg) had a power issue and changed pacing modes on its own. However errors were identified in reviewed logs. The lower case was contaminated by the test access label hard glue both wires on the liquid crystal display were pinched. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)was unable to hold a charge with several sets of batteries tried. Troubleshooting steps were taken to resolve the issue including installing new batteries and completing a performance verification for which the epg checked okay. It was further noted that during this servicing the epg changed pacing modes on its own while in the locked mode. The epg has been returned to service. No patient complications have been reported as a result of this event.